Manufacturer narrative:
One 2.9mm osteoraptor device used in treatment, was returned for evaluation. Instruction for use contains precautionary statements and recommendations for proper use of product. Preparation per the instructions for use recommendation is critical for ease of insertion and successful anchoring. The inserter was returned with strands of loose suture. The anchor was loosely attached to the suture but not the inserter. No damage of the inserter was observed. The anchor was quite damaged. It was flared and torn open at the proximal end. The condition is consistent with loss of axial alignment, use for leverage and force applied. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Read these instructions completely prior to use. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation. When using osteoraptor 2.9 mm suture anchors, use a smith and nephew 2.9 mm in-line drill guide, 2.9 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, device history record, complaint history, instructions for use, risk management, clinical/mi results, material assessment and technique guides (as applicable). No indication suggests product did not meet specifications upon release for distribution. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during a medial patellar ligament reconstruction, the osteoraptor anchor broke off while it was being inserted. Unknown how the surgery was completed and if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.